Manufacturer narrative:
Vyaire reference # (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it was delivering inaccurate oxygen. The customer stated that the ventilator was on a patient when this issue occurred. The customer stated there was no harm or injury.